Event description:
It was reported that pump screen was not visible even though pump continued to operate, which prevented customer from seeing or interacting with display. There was no adverse impact to the customer's blood glucose level due to the reported issue. Technical support arranged and expedited pump replacement and return of problematic pump using prepaid label, with multiple follow-up calls completed until replacement pump was received.